Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optic of an intraocular lens (iol) was found to be cracked during implantation. The lens was cut in two to be removed. Procedure was completed successfully with the back-up. The visual acuity had sufficed, there were no problems with the visual acuity (va) since the surgery when they followed up with the patient and they are observing the progress. Additional information indicated that postoperative inflammation was observed. No further information was provided.

Manufacturer narrative:
Additional information: additional information received indicated that the affected eye was the right eye. The patient was a 64 year old female and rinderon as drug for the treatment of inflammation was required. This medication was given as a part of standard post-op care. The following fields were updated accordingly: section a2: age: 64 years. Section a3: gender: female. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: feb 18, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity and lens were received inside of the original folding carton. Visual inspection under magnification revealed that the lens was received cut in half (one half missing), which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed on the lens. Visual inspection of the handpiece under magnification revealed that the plunger rod was fully advanced. Stretch marks were observed in the cartridge however, they are within acceptable parameters. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. Furthermore, the quantity of viscoelastic residue inside of the cartridge was inspected to determine if an adequate amount of ophthalmic viscoelastic device (ovd) was used during the operation. The cartridge presented with trace amounts of viscoelastic residue which would suggest an inadequate amount of ovd was used. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.